Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer experienced high blood glucose on (B)(6) 2015. The customer was taken to their healthcare provider as a result. Customer's blood glucose was 309 mg/dl at the time of the high event. The mother reported the customer was not properly receiving their basal rates, causing the visit. It was also found the insulin pump was being replaced for keypad issues previously. The insulin pump will not be returned for analysis.